Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. There was less than half of the battery life on the generator during the lead revision. The device was explanted. No additional adverse patient effects were reported.